Event description:
It was reported that the device was explanted after an implant duration of approximately 114.8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple falsely high cholesterol, triglyceride and hdl-cholesterol results generated by the synchron lxi 725 clinical system. The initial cholesterol, triglyceride and hdl results were in the range 230-452, 108-1046 and 39-111 units respectively; and the repeat results were in the range 150-299, 66-615 and 30-72 units respectively. The erroneous results were reported outside of the laboratory. The laboratory believes that one or two patients were prescribed medication based on the erroneous results.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.